Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011 a 23mm trifecta valve was implanted. On (B)(6) 2014, the patient was hospitalized secondary to stenosis of the prosthetic valve. On (B)(6) 2014, a valve-in-valve procedure was performed and a 26mm non-sjm tavi valve and concomitant pacemaker were implanted. Per report, the patient received 2- tavi valves as the first valve migrated out of the annulus; neither tavi was a sjm product. The patient was transferred to the ICU in stable condition.